Event description:
A surgeon reported, a patient with a refractive surprise following intraocular lens (iol)implant surgery. On the first postoperative day, the iol was noted to be 90 degrees off axis. The patient was taken back to surgery one week later for an iol rotation. The surgeon reported, the patient was happy with the results of the rotation procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/01/2010, 10/06/2010, and 10/19/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).